Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: type of alarm: unknown. Pump infusing? No. Patient harm? No. Hard power reset? Yes. Result of power reset? Resolved. Other notes: upon entering infusion room this morning, nurse found pump alarming with red lights on both channels. Screen was frozen at slide lock with log in screen prompt with no alert/alarm information. Did not respond to usual long press timing of power button for full shut down; required longer interval for response. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a som crash. Upon return, the tech was unable to reproduce the reported som crash during testing and the device is working normally. Internal investigation found no damage. Log files are inconclusive as to whether the pump was running at least 5.9.2 software at the time of the crash. The reported som crash could not be confirmed but the som will be replaced as a precautionary measure.